Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an interventional percutaneous transluminal coronary angioplasty procedure using a 6f sheath. Reportedly, the suture broke during knot advancement. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulty and subsequent treatments are likely due to the circumstances of the procedure. In this case, it is likely, the break occurred due to the suture tension or suture/ nick damage during knot advancement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.